Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for an initial implant. During the procedure, the right atrial lead exhibited undersensing on several different locations. The lead was not used and the physician decided to implant a single chamber pacemaker instead of dual-chamber pacemaker. The patient's condition during and after the procedure was stable.